Event description:
As originally reported, the guidewire could not be advanced through the proximal hub of the palmaz genesis stent delivery system. Another stent was used to complete the procedure. No additional information is available. The product was returned for evaluation and testing showed that hub inlet port of the guidewire lumen was partly blocked with a clot of hub material. This clot prevents the guidewire from passing through the hub.

Manufacturer narrative:
The product has been returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.